Event description:
A cartridge change error was reported with the pump, which did not have an adverse impact on the customer's blood glucose level. The customer was advised by technical support to inspect the pump's components and clean the pneumatic tap area, but was unable to successfully load the cartridge despite multiple attempts and guidance. As a result, the case was escalated for further troubleshooting, and a new case was created for an out-of-warranty loaner since the pump could not be replaced.